Event description:
The customer stated that she was hospitalized due to hyperglycemia. The blood glucose reading at the time of the hospitalization was not reported. The customer stated that she was in a coma, and the insulin pump was taken off of her body. At the time of the phone call the insulin pump was missing and troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.